Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified anterior tibial artery (ata). A jupiter fc guide wire was placed but the tip part became relaxed due to severe calcification. The physician replaced it with another of the same device and it successfully crossed the lesion. A 1.5mm x 20mm x 142cm coyote es was advanced for dilatation. However, during the initial inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and revascularization performed. No patient complications were reported.